Manufacturer narrative:
Isi has not yet received the part for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a wire on the force bipolar instrument became detached and fell inside the patient. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the force bipolar instrument was not working at the start of the procedure. The customer was eventually able to use the instrument. The customer noted a loose wire on the force bipolar instrument later into the procedure. A fragment of the wire fell inside of the patient's anatomy and it was immediately retrieved during the same procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, h10. 4315 - intuitive surgical inc. (Isi) has received the part associated with this complaint. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the distal clevis. The instrument failed the electrical continuity test. No signs of thermal damage were observed. A piece of the conductor wire assembly, approximately 1.54" was returned with the instrument. Additional analysis to determine if all missing fragments were returned is pending completion. A follow up MDR will be submitted once the analysis is completed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h3, h6, h10. Correction: section h6/h10 conclusion code. 4307 - the returned instrument underwent further evaluation and advanced failure analysis. The conductor wire was confirmed to be broken at the distal end of the instrument. The retrieved fragment was returned with the instrument and was compared to the broken ends of the wire still attached to the instrument. No pieces appear to be missing, however that could not be conclusively confirmed. The broken conductor wire with detached fragment resulted from the cable breaking in two places. The distal portion may have been caught between the grips, causing the proximal portion to pull and break due to the tension. The top part ultimately broke from being caught between the grips. The failure does not appear to be due to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.